Event description:
It was reported the patient had the device explanted last week due to infection. The gland was washed out and the physician took a sample for culture, results pending. Additional information received indicated the infection site was the scrotum. The infection was treated by the device removal, washed out and abx. The physician did not believe the device caused or contributed to the infection.